Event description:
During a transforaminal interbody fusion the device was used as an ulnar stimulating electrode at the wrist. Upon removal, the needle broke and a piece of the needle remained in the patient requiring a small incision to remove. The part number was identified as (B)(4), lot number pm00024421.